Event description:
It was reported that the pt underwent a spinal surgery where the disc was implanted at c5-c6. Sixty months post-op, during a routine follow-up visit, it was noted that the locking screw on the inferior portion of the disc had separated from the device. It was reported that the pt experienced "a little bit of cramping in his arm" to be followed "because he is asymptomatic." There has been no treatment to date. Radiographs indicate progression of the adjacent level degeneration.

Manufacturer narrative:
(B)(4). A review of the device history records for the device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.